Manufacturer narrative:
The patient's product details are currently not available. This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are currently no plans to reimplant the patient with another device as of the date of this report.